Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint # (B)(4). Investigation summary: x. Device history lot: device history reviewed 18 march 2020. 1 unrelated non-conformance on this lot number. Final micro and sterility tests passed (B)(4) units released lot expiry date: 31 december 2018. Device history batch: null. Device history review:null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Primary has been done in 2010 at sportsmed. First revision was on (B)(6) 2016. Patient had a revision of a lcs from 2016, patients original implant was one of the lcs duofix which he had issues with. Patient had another primary lcs cemented in 2016 and cysts had formed behind the femoral component causing the femur to become unstable and loose.